Manufacturer narrative:
Product was sold in international market. Surgiwrap international products do not have the same indications for use as the USA surgiwrap products, and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect can not be made.

Event description:
Patient had a lot of secretion, experienced fever and continuous pain two months after placement during laparoscopically assisted vaginal hysterectomy for myoma. Pieces of surgiwrap were found on the wound and removed. Patient recovered and no symptoms remain.